Event description:
A treatment provider notified allergan that a patient treated to the chest and bra fat areas with coolsculpting. The provider used a cooladvantage, coolcurve contour applicator on (B)(6) 2019 and the patient presented with paradoxical hyperplasia on (B)(6) 2020. Additionally, the mid abdomen was treated and unconfirmed paradoxical hyperplasia was noted.

Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the to the chest and bra fat areas with coolsculpting using a cooladvantage+ coolcurve contour applicator on (B)(6) 2019 and the patient presented with paradoxical hyperplasia on (B)(6) 2020. Additionally, the mid abdomen was treated and unconfirmed paradoxical hyperplasia was noted.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
A treatment provider notified allergan that a patient treated to the chest and bra fat areas with coolsculpting. The provider used a cooladvantage, coolcurve contour applicator on (B)(6) 2019, (B)(6) 2019 and the patient presented with paradoxical hyperplasia on 10/05/2020. Additionally, the mid abdomen was treated and unconfirmed paradoxical hyperplasia was noted.